Event description:
It was reported that the ilet generated alert 41 indicating an insulin shaft rewind error, the alert was verified in device history, and the user was instructed to restart; the alert recurred after restart and the ilet was replaced, with the user advised to use backup therapy until the replacement arrived. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and continued insulin therapy via backup method without medical intervention or hospitalization. Investigation included review of device event history and user confirmation of alert recurrence following restart. The device was received and evaluated based on the issues reported by the customer. A functionality test on the fill tubing verified that the alert message corresponded with the reported complaint. Subsequently, the device was disassembled for an in-depth inspection of the internal components that facilitate the delivery system. During the examination, unidentified debris was discovered lodged in the step pinion gears. It is probable that the obstruction caused by the debris in the pinion gears led to the motor jamming, thereby hindering the rotations necessary for the operation of the delivery system. The homing of the gears could not be executed as the mainboard program halts rotation until it is fully reprogrammed and reset to its original position. Investigation of this case revealed an insulin delivery mechanism error consistent with an absolute range or rewind fault localized to the insulin drive component containing unidentified debris.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.